Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/8/99. Six weeks later she removed the earrings and saw that they were infected. She sought medical treatment on 3/26/99 and was prescribed antibiotics.